Event description:
The customer reported that their device was powering itself off. This was reportedly observed during device testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device has since been returned to the end user for use. The cause of the reported issue could not be determined. The device has not been returned to physio-control for evaluation.